Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient describes strange hearing impressions, sounds like a broken wire. The beginning of these impressions were sudden and not connected to any event about 2 weeks ago. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient describes having strange hearing impressions, which sounded like a broken wire. These impressions began about 2 weeks ago, was sudden and not connected to any event. The patient has been re-implanted.